Event description:
An attempt was made to use the device on a pt diagnosed in cardiac arrest. The device allegedly failed to turn on. Paramedics arrived approximately 30 minutes later and diagnosed the pt in ventricular fibrillation. Drug therapy and seven shocks were administered to the pt. The pt was not resuscitated.